Event description:
Ous MDR - av node ablation procedure was performed. The associated pacemaker is reprogrammed to vvir, 80bpm. Later a ventricular pause with pt dizziness occurred. Pt has an escape rhythm at about 40 bpm. The pacemaker wasn't pacing. The physician interrogated the pacemaker. Impedance is reported to be ok, as well as the r wave. However, the thresholds were not ok. Even at the maximum voltage, the associated pacemaker does not capture. The physician decided to re-open the pocket and disconnect the pacemaker. The lead was in-vivo checked with an external psa and all values were ok and stable compared to 1st implant. The lead is again connected to the pacemaker and an interrogation was completed showing all values as acceptable. The pacemaker was placed back into the pocket, where ventricular pauses occurred for about 4 seconds and rate drops to 40 bpm without v-pacing. At that point, the physician decided to remove and replace both the pacemaker and this lead.

Manufacturer narrative:
Ous MDR.